Event description:
It was reported that the valve 3 was not closing all the way due to mineral build up in valve. This was discovered during a preventive maintenance. No pt injury was reported.

Manufacturer narrative:
The field svc rep found that the ice bank was overflowing even when the test loop was clamped off. Valve 3 was partially stuck in a partial open and closed position due to mineral deposits. The customer requested that the valve was replaced instead of cleaning it. The rep also found that the ground resistance was over spec. He corrected it by stripping back the cord and reconnecting it. The sys operated as intended. This report is being submitted to the FDA as a result of a retrospective review of product complaints.